Manufacturer narrative:
This complaint has been identified as a flow rate discrepancy. The MFR has identified corrective actions that will reduce the likelihood of occurrence of known causes of flow rate discrepancy. A new software version is planned to be released during q3 2007. Additionally, gambro voluntarily issued a medical device advisory notice for the prismaflex continuous renal replacement sys on 02-15-07, which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment. No further investigation will be carried out by the MFR. The complaint will be closed and trended as part of the post-market surveillance system. No further actions will be taken with regard to this incident, other than those identified above.